Event description:
It was reported that the user experienced a temporary loss of dexcom g7 glucose data on the ilet, after which readings resumed during the call; the user's blood glucose was 341 mg/dl and he elected to allow the ilet to correct. Symptoms included none reported. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included troubleshooting and education on signal loss and reconnect behavior between the g7 and the ilet. Investigation of this case revealed that data transmission resumed without persistent malfunction, indicating a transient connectivity interruption without identified responsible device. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to transient signal loss that resolved with normal operation.